Manufacturer narrative:
During testing, the device alarmed with a check cassette p alarm code. The probable cause was due to the proximal pressure sensor had drifted out of calibration. The customers reported intermittent on/off button on the keypad was duplicated during testing. The probable cause was a broken keypad. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The device was returned to the svc ctr with a report from the customer contact that at start up the keypad intermittently did not respond when pressed specifically the on/off key and the device alarmed with a check cassette alarm code. These are not reportable malfunctions. However, during verification testing at the svc ctr it was found the device proximal pressure sensor had drifted out of calibration.